Manufacturer narrative:
During inspection and testing, the jaw symmetry was unbalanced and the jaws were misshaped. The distal end of the handpiece was examined under a microscope and heavy dried foreign residue located on the jaws was identified which is consistent with use. The device was received with the jaws opened, lock on. The jaw tips are the first point of contact as the jaws close, consistent with standard. The jaw mesh was not good. The insulation of the jaw legs was inspected and a scrape/tear exposing metal was found. The flare was intact and had no cracks. A functional test could not be performed with this device as the cord was cut and damaged. When the lock switch was on and the forceps grip on the handle was grasped, the jaws of the device did not close all the way and there was a gap between the jaws. A review of the device history record found no deviations that could have caused or contributed to the misaligned jaws. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, as there was heavy dried amounts of tissue on the device, the observed failure is a known phenomenon likely resulting from using the device through resistance and/or putting excess stress on the device's distal tip. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: keep the device tip in sight during use. Inadvertent activation or movement of the device outside the field of vision may result in patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the jaws of the subject device were not closing properly during a laparoscopically assisted vaginal hysterectomy. The procedure was completed with another similar device. The subject device was sent to olympus for evaluation. During inspection and testing, the jaw symmetry was unbalanced and the jaws were misshaped. This report is being submitted for the malfunction found during evaluation (jaws not aligned). There was no effect on the patient or user due to the event.